Event description:
It was reported by service report that the gas fowler cylinder is drifting up on its own and will not stay in the flat position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.